Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted cs 064 call service alarms after exposing the pump to moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-jan-2019 with the following findings: a review of the black box showed multiple unexplained power on reset events. The pump powered up with auditory and vibratory alarms to a blank screen. The alleged call service 064 issue was unable to be adequately investigated due to the blank display. The pump was opened and moisture corrosion was found to the display flex/connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.